Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the device remained in service as the patient was not yet ready to undergo a procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a charge timeout fault due to a charge time in excess of 45 seconds. The monitoring voltage was 2.3 volts. A fast rhythm was detected and not treated due to the charge timeout. The patient had been non-compliant with follow-up appointments and was currently intubated.

Event description:
--